Event description:
During a follow-up, the device presented with a hardware reset upon interrogation. The patient was in sinus rhythm faster than 60 ppm. No other problems with the patient had been reported. Technical services requested that the device be explanted and return for analysis.